Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the clip assembly was fully deployed, as the yoke was not returned attached to control wire. It was also noted that the device returned without the over sheath. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. Another attempt was made to deploy the clip, but the clip would still not release from the catheter. Reportedly, the physician withdrew the clip from the patient by force, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. Another attempt was made to deploy the clip, but the clip would still not release from the catheter. Reportedly, the physician withdrew the clip from the patient by force, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.